Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a loose drive support disk. The pump had minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had several compromised force sensor system alarms. Customer also reported that the device had been bumped in the past. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.